Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was not performed since a specific failure mode for this complaint was not provided. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage, hematoma, ischemia, thrombosis, pseudoaneurysm, unspecified tissue injury, unspecified infection, nerve injury, swelling, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis and unspecified device issue could not be determined. The reported unexpected medical intervention, medication required, surgical intervention and hospitalization was likely related to case circumstances. The patient effects of hemorrhage, hematoma, ischemia, thrombosis, pseudoaneurysm, nerve injury, infection, are listed in the electronic perclose proglide instructions for use (IFU), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient effect of death reported in the article is captured under separate medwatch report. B3: date of event estimated as 1/1/2014. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: "assessment of evar complications using cirse complication classification system in the UK tertiary referral centre: a ~6- year retrospective analysis (2014¿2019)".

Event description:
This study compared the results of multiple endovascular aneurysm repair (evar) procedures using proglide devices. The intention of this study was to classify the vascular complication rates of evar procedures by severity. The pre-close technique was used at all access sites. The rate of vascular complications were low; however for proglide, included the following: two deaths, seroma [swelling], hematoma, excessive bleeding, pseudoaneurysm, vessel damage, infection, ischemia, thrombosis, and nerve damage requiring the use of surgery, stenting, medications, hospitalization, and blood transfusion. The vascular complications were a result of unspecified proglide device failures. The article concluded that the classifying the vascular complications by severity helps better evaluating hospital outcomes and manage their complications specific patient information is documented as unknown. Details are listed in the attached article, "assessment of evar complications using cirse complication classification system in the UK tertiary referral centre: a ~6- year retrospective analysis (2014¿2019)".